Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: inratio, lab 1.4, 3.4; 12/21/2005: 1.6 (050487), 2.8 (050578); 2.5 (new box), 2.7 (050578).